Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported there was a problem with the patient's device or therapy. The hcp reported the patient went to the emergency room and "couldn't handle the drug" anymore. No specific symptoms were mentioned. The pump was programmed to minimum rate mode in the ER. On (B)(6) 2019 the hcp removed the 10 mg/ml of hydromorphone from the patient's pump and replaced the drug with saline. The hcp wanted to permanently shut the pump down at the time of the report. The pump-off code was provided to the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient is in the hospital and they would like the pump stopped because they think the patient is getting too much medication. The patient is somnolent and only comes around when given narcan. The change in therapy/symptoms was sudden. The issue started on (B)(6) 2019. The rep was paged and is going to the hospital. The reviewed programming options; minimum rate mode and stopped pump mode. Additional information was received when the rep was with the patient and they reviewed programming steps for minimum rate mode. There were no further complications reported/anticipated.